Manufacturer narrative:
The device was returned due to elective replacement/upgrade (advisory). The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient status was unknown.

Event description:
New information received notes the patient went home well post procedure.